Event description:
Radiology svc reports these contaminated lead shielding products: apron, wrap-around reading 0/13 mr, thyroid shield reading 0.13 mr, apron, wrap-around reading 0.14 mr, thyroid shield reading 0.12 mr, apron, vest only reading 0.14 mr, and thyroid shield reading 0.14 mr. These items were sent back to MFR.